Manufacturer narrative:
The fse (field service engineer) confirmed the error messages of unable to discharge showed only one time. The device resumed working when fse arrived at the site to guide the operation. The device can discharge normally after recharging. No more other feedback from this customer when the date of closure of this complaint. The device was confirmed to be operating per specifications and the problem cannot be reproduced.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device did not discharge during patient use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device use at time of event updated to outside of use.

Event description:
Update: philips received a complaint on the defibrillator/monitor indicating that the device did not discharge. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.